Event description:
After injection she developed angioedema [angioedema]. Rha2 into the upper and lower lip [off label use]. United states report received from a healthcare professional on 11-aug-2022. A nurse who was also the prescriber/injector reported that a female white patient of an unknown age had received rha2 product for volumizing the lips, on an unknown date in 2022. A volume of half (1/2) syringe of rha2 injection was applied to the upper and lower lips using an unknown injection technique. The needle was not used from the box for the administration of the rha2 product. It was reported as tb/insulin syringe was used. Cannula was not used for the administration of the rha2 product. No previous cosmetic procedures were done. Medical history was not provided. Concomitant medications were restylane. Food supplements were not provided. No concomitant fillers used. The patient had a history of previous facial filler restylane about a year and half ago. On an unknown date in 2022 (reported as with in last 2 weeks), after 3 hours of injection the patient experienced swelling on one side of the lips and then developed angioedema to the lips. As a treatment the nurse used hylenex. The outcome of the event was reported as recovered. The product was not available for return. The intensity of the event was not reported. (B)(4). No additional information was available at the time of this report. Case comment: a causal relationship between the rha2 and reported angioedema is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the limited information reported. The company will continue monitoring the benefit-risk profile for the product.